Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse properly. An infusion of 50ml/hour of potassium was set to infuse but the nurse stated when infusion was done the bag was still full. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: this was a primary infusion set at 50 ml/hr. With dose of 10 meq (50ml) with volume set to be infused of 50ml. The event occurred in the intensive care unit. Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified and the device was found within specification. The customer reported issue of the device not infusing was not reproduced and no cause was identified, therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.